Event description:
It was reported that the post implant of a adjustable gastric band, the band was explanted due to gastric perforation that turned into an infection. When removing the band, there was a lot of adhesions. As the surgeon was cutting away the adhesions, pus was coming out. The area was highly infected. There appeared to be perforation of the gastric wall. The band was removed with no plans to implant a new one. The patient is fine. No other complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.